Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-00093 related manufacturer report number: 2017865-2024-00094 it was reported that the patient expired. It was unknown if the pulse generator, right atrial or right ventricular lead caused or contributed to the patient's death. Further information was requested but not received.